Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This report is an exemplary case for 21 patients for whom no demographics were provided. This literature report from netherlands, concerns an over 18-year-old patient. The patient was injected with hyaluronic acid, into the lips, nose, forehead, parietal area, chin, mandibula and cheek. The patient had no previous permanent facial fillers and no vascular occlusion caused by a non- hyaluronic acid filler. Further more, the patient was not pregnant or intended pregnancy and had no presence of an inflammatory condition of the face. During the treatment with hyaluronic acid (ha), the patient experienced pain in her chin, followed by vascular occlusion with pustules and necrosis. The vascular occlusions were located at the lips, the nose, the forehead, the chin and the cheek. The involved arteries were the angular artery, the superior labial artery, the submental artery, the inferior labial artery, the columellar artery, the transverse facial artery, the superficial temporal artery, the supratrochlear artery and the facial artery. The patient was treated directly after the filler treatment with hyaluronidase and had recovered slowly with some scarring of her skin, but there was still a livedo aspect to the skin of chin. Upon arrival in the clinic, the patient underwent a physical and a duplex ultrasound (dus) examination of the affected area. With ultrasound, a hypervascular aspect to the inferior labial artery was visualised, still surrounded by a hypoechoic well-defined homogeneous deposit of hyaluronic acid and decreased distal flow. Multiple collaterals were visible as well. After this, the treating physician attempted to inject 35 to a maximum of 150 units (hyalase 125 units per 1 ml) of hyaluronidase into the obstructing intravascular bolus of filler under ultrasound guidance. This resulted in immediate restoration of blood flow and caused a clinical improvement of the livedo reticularis aspect of the skin. The delay in treatment was between 3 hours and 8 weeks. An ancillary therapy instituted to increase blood flow were aspirin (asa) and the application of warm compresses. Where a disruption of skin integrity was visible or the presence of necrosis was evident, oral antibiotics were prescribed as corrective treatment, to prevent super infection. The patient had signs of developing necrosis before the dus guided filler removal and was therefore advised to get a hyperbaric oxygen therapy as well. The following day, the patient developed some pustules over the dorsum of the nose. The ultrasound application at the time revealed another sidetracked pocket of ha which was treated with hyaluronidase with resultant clearing of the ischemic area of the nasal dorsum. This treatment session, scheduled as a dus check-up, was performed within 24 hours of the previous treatment, to clear some more defragmented hyaluronic acid pockets. Due to the provided information, the outcome of the event was considered as resolved with sequelae due to the recovery with some scarring. In the opinion of the author, this case highlighted the development of initiatives to ensure safety in the aesthetic arena was paramount for an optimal patient outcome. The use of dus for facial artery mapping, safe deployment of ha and directed low-dose hyaluronidase reversal of impending intravascular adverse events was a welcomed technological advancement.